Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on april 1, 2016 (B)(4). There were two samples returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The returned trocar samples were both visually inspected and found to have no anomalies or deformations. There were no foreign materials around the tube that may have caused an issue during use. There were no foreign material or deformations around the airline connector of the dissector. A leak test, consisting of passing air from the airline connector to the distal of the sheath with a syringe, was performed. No air leaking or malfunctioning occurred. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. Conclusion: evaluation not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure insufficient pneumoperitoneum was experienced while using the mcvs550 device. During use, the doctor experienced good performance in pneumoperitoneum until the dissector was changed to the harvester. The pneumoperitoneum device and tube were changed out, but no improvement was seen. The flow rate was increased to 35l/min and the pressure was set to 20 mmhg, but the actual pressure experienced was only 5 mmhg. The product was changed out, but the results of the surgery are unknown. Terumo is conservatively reporting this event due to the unknown information.